Manufacturer narrative:
We have received the complaint device for evaluation. The common carotid balloon inflated and deflated properly when we inflated the balloon was saline. However, when we attempted to inflate the internal carotid balloon with saline, we observed liquid leaking from distal end of the safety balloon. The root cause of the issue was determined to be an operator error- not enough glue was applied on the safety balloon joint during assembly process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have already initiated a corrective and preventive action (CAPA) to address this issue and prevent them from reoccurring. As part of the CAPA, we have made already adjustment to our manufacturing process which should minimize its occurrence. The malfunction was detected during pre-use check. Device was not used for the procedure.

Event description:
During pre-use check, when surgeon attempted to inflate the internal carotid balloon with saline, he observed a leakage at the safety balloon. Device was not used for the procedure.